Event description:
It was reported that the implantable cardioverter defibrillator, the right atrial lead and the right ventricular lead were explanted due to an infection. The pocket was drained and the patient was treated with antibiotics. The patient tolerated the procedure well.

Manufacturer narrative:
Analysis was normal. No anomalies were found.